Event description:
The clinical representative (cr) was present for a routine preventive maintenance (pm) on 19-nov-2020. During the brain accuracy check portion of the pm, the optical distance sensor failed to connect with the kineverif application. The cr tried to troubleshoot and attempted numerous times to connect the distance sensor to kineverif but it failed each time. He even tried connecting the rosa brain software to the distance sensor and it failed then too.

Manufacturer narrative:
The damaged optical distance sensor was received by zimmer biomet, the investigation is on-going. Once this evaluation is completed, a follow-up medwatch report will be submitted. Corrected data: b4 date of this report, d9 device availability, g4 date received by manufacturer , h2 if follow-up, what type. H3 device evaluated by manufacturer, h6 event problem and evaluation codes & h10 additional narratives/data. H3 : the investigation is on-going.

Manufacturer narrative:
It was reported that during a preventive maintenance, the optical distance sensor failed to connect with the kineverif application. The clinical representative tried several times but it failed each time, even when he tried to connect the optical distance sensor with the robot software. Another optical distance sensor was tested and this part connected using the kineverif without problem. It can be concluded that the issue was not caused by a software issue. The damaged optical distance sensor was returned for investigation. This instrument was able to connect with the kineverif application but not with the robot software. Therefore, the optical distance sensor extension cable was opened to be able to verify the electrical connections. It was confirmed that one of the electrical cables was detached on one side. This issue will be addressed through our design defect management process.

Event description:
The clinical representative (cr) was present for a routine preventive maintenance (pm) on 19-nov-2020. During the brain accuracy check portion of the pm, the optical distance sensor failed to connect with the kineverif application. The cr tried to troubleshoot and attempted numerous times to connect the distance sensor to kineverif but it failed each time. He even tried connecting the rosa brain software to the distance sensor and it failed then too.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
The clinical representative (cr) was present for a routine preventive maintenance (pm) on (B)(6) 2020. During the brain accuracy check portion of the pm, the optical distance sensor failed to connect with the kineverif application. The cr tried to troubleshoot and attempted numerous times to connect the distance sensor to kineverif but it failed each time. He even tried connecting the rosa brain software to the distance sensor and it failed then too.